Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose (bg) level was in the 400's (mg/dl) and 500's (mg/dl). Customer addressed bg level by administering a manual injection. Reportedly, the customer will continue to use the pump for insulin therapy.